Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field- h6(type of investigation, investigation findings, investigation conclusions) user called into emergency support program line to request support with a information on the gas loss alarm. She said that it had happened 3 times over several hours and they were able to resume pumping each time by pressing the iab fill key. She asked for further troubleshooting steps if it continues. A chest film has been done and shows correct location. Esp team explained the alarm and further troubleshooting steps. She reported that the patient was stable and had no further questions.

Event description:
Na.

Manufacturer narrative:
User called to ask for information on the gas loss alarm. She says that it had happened 3 times over several hours and they were able to resume pumping each time by pressing the iab fill key. She asked for further troubleshooting steps if it continues. A chest film has been done and shows correct location. The esp personnel explained the alarm and further troubleshooting steps. She reports that the patient is stable and had no further questions. No harm or injury reported.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during intra aortic balloon therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.